Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter had a cracked meter casing issue. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter casing issue began on (B)(6) 2017 when the entire meter became cracked and broken after being run over. The patient manages his diabetes using an insulin pump, and denied making any changes to his usual diabetes management routine after the alleged issue began. The patient stated that he ¿passed out¿ approximately 3 days after the alleged meter issue began, and reportedly received hcp treatment of insulin (unknown dose) on (B)(6) 2017 and was hospitalized due to the reported issue. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the product and there had been misuse as it was run over. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.